Event description:
Per the clinic, the patient experienced bacterial infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was also hospitalized (date not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.